Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v467825, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that there was a return of urinary symptoms to baseline, urinary frequency and urgency. Interventions included: new one implanted , replaced device and lead on (B)(6)-2013./

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 3058, serial # (B)(4) showed no anomalies. Analysis of lead model 3889-28, lot # v467825 showed conductors #1, 2, and 3 were broken (at/near the tines) 5.4 cm from the distal end. The outer insulation was intact. An open circuit was seen on the same conductors but the continuity was acceptable. The outer insulation was noted to be intact.

Event description:
It was reported that there were high impedences >4000 on all lead combinations . Signs and symptoms were ineffectiveness of device. The device was replaced. Severity was noted as moderate. The patient's outcome was noted as resolved without sequelae .

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.